Event description:
It was reported that a shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was used to treat the lesion. After putting the balloon on the wire, the shaft of the device had broken outside the patient. The broken shaft were removed from the wire. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded. There was a complete hypotube separation 53cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube kinks or confirmed broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was used to treat the lesion. After putting the balloon on the wire, the shaft of the device had broke outside the patient. The broken shaft were removed from the wire. No patient complications were reported and the patient¿s status is stable.